Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no prime fill anomaly noted. However, the insulin pump was received with severely scratched display window noted also, had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a prime/fill anomaly. The customer was unable to fill the tubing. The insulin pump alarmed no delivery several times. Customer's blood glucose level was 104 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.